Event description:
The procedure was to treat a moderately calcified proximal left anterior descending artery. The lesion was predilated with 3.5x8mm and 3.x12mm unspecified balloons at 10 atmosphere. The 3.5x12mm xience prime stent delivery system was deployed; however, during removal the check shot revealed a dissection at the distal end. The dissection was treated with a 3.5x8mm unspecified stent. Post treatment there was timi iii flow without any residual stenosis. There was no adverse patient sequela and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. The reported patient effect of dissection is listed in the xience prime everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.